Manufacturer narrative:
Review of the treatment event indicates that the electrode belt deployed gel prior to delivery of the first treatment shock. The impedance at the time of the treatment shocks was between 53 and 90 ohms and within the normal impedance range. There is no evidence of a device malfunction contributing to the reported burn. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functionality testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no evidence of a device malfunction contributing to the reported burn.

Event description:
On (B)(6) 2017, a us distributor contacted zoll to report that a patient was burned by the lifevest after experiencing an appropriate lifevest treatment event consisting of thirteen appropriate shocks while the patient was in ventricular tachycardia from 240-260 bpm. The patient's daughter reported that "sparks came out of the lifevest" at the time of the treatment event. During a follow up call, the patient's daughter reported that the patient had small burns that were bleeding on his chest and back after treatment shocks were delivered by the lifevest on (B)(6) 2017 and (B)(6) 2017. While the patient was in the hospital for follow up care after the treatment, nurses put ointment on the burns to prevent infection. The name of the ointment was unknown. The patient's daughter stated that the areas where the patient was burned were now healed and no further follow up medical treatment was needed. Review of the treatment event indicates that the electrode belt deployed gel prior to delivery of the first treatment shock. The impedance at the time of the treatment shocks was between 53 and 90 ohms and within the normal impedance range. There is no evidence of a device malfunction contributing to the reported burn.